Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and reported activation failure were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other complaints from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, moderately torturous, and 80% stenosed anatomy resulted in the noted kinked stent sheath resulting in preventing the shaft lumens from moving freely; ultimately resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. Further manipulation of the compromised device during removal likely resulted in the noted partial separation at the outer member-stent sheath bond area. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification, moderate tortuosity and 80% stenosis. The 6x80 mm absolute pro self expanding stent system (sess) deployed 1 cm of the stent but then the thumbwheel became stuck and it was not possible to further deploy the stent. Another absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.